Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blood glucose level of 492 mg/dl and wanted to be sure that the insulin pump was delivering properly. The customer reported waking up with a blood glucose level of 332 mg/dl on the day of the call. During troubleshooting, the customer confirmed that an unexpected restart alarm and an additional error alarm were present in the device's alarm history. During a follow up call, the customer called back to complete troubleshooting. No malfunction of the insulin pump was found. Blood glucose level at the time of this call was 381 mg/dl. The insulin pump was not replaced or returned for analysis.